Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it fired, and formed all the staples as intended; no malformed staples were noted. However, the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 03/30/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Jejunum. At what location on the tissue? Jejunum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? None reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device worked fine, returning only for analysis with cartridge. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? 6 mths. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that during a gastric bypass procedure, on the jejunum, with the white reload, it appeared to work fine. There was good vascular supply and the surgeon felt he had used the correct cartridge. The surgeon went to make the jejunojejunostomy, he had already fired and was suturing the enterotomy closed. At this point, he could see the posterior side of the jejunum and he noticed there were some unformed staples on the most outer row. The staple line was over sewn and the case completed. There was no adverse consequence to the patient.